Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone. This was due to contamination on the beeper assembly. The event the device is being reported for was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.

Event description:
During initial manufacturer testing, the devie did not sound an audible tone.